Event description:
A cartridge change error was reported with the pump, which had been occurring for the last two months. There was no adverse impact to the customer's blood glucose level. The customer followed instructions from technical support to remove and inspect the cartridge, clean specific areas, and successfully load the cartridge onto the pump, allowing them to resume insulin delivery.